Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges discomfort, pain, weakness, walking difficulty, osteolysis, metallosis, elevated metal ions, pseudotumor, loosening of cup and stem, leg length discrepancy(1/2 inch shorter than the right leg), bone loss, limited mobility, muscle and ligament injury. The plaintiff is seeking compensatory damages. Doi: (B)(6) 2010; dor: (B)(6) 2019; left hip.

Event description:
Pfs alleges metallosis with pseudotumor, aseptic loosening of the cup and stem resulting to pain, discomfort, swelling, walking difficulty, osteolysis, elevated cobalt and chromium level, abductor tendinopathy with partial tears and limited adl. Ppf have mostly same allegation except for metal wear and abductor muscle repair. After review of the medical records confirmed the patient was revised due to metallosis, pseudotumor secondary to mom tha, elevated metal ions, osteolysis and aseptic loosening for both cup and stem. Operative noter reported small amount of clear straw-colored joint fluid. This was sent for microbiology. There was also a small amount of metallosis involving synovium and pericapsular tissues. Femoral and acetabular component was derbrided noted to be grossly loose. The cup was noted to be undersized and retroverted. MRI reported loosening and osteolysis for both cup and head. There is some heterotopic ossification to the left greater trochanter and mild tendinosis. Cobalt level is above 7ppb. Doi: (B)(6) 2010: dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: a2, a4, a5.b, b5, b7, d4 (expiration date), d11, h6 (patient). Corrected: a1, b1, b2, h5, h6 (device). Patient code; no code available (3191) to capture tendon injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.